Event description:
It was reported that rotation speed was unstable. The 90% stenosed target lesion was located in the severely calcified artery. A 1.25mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the speed became unstable. Initially, three rounds of rota were performed on the calcified lesion of the lad, adjusting the external rotation speed to 200, 000 rpm. For all three rounds, the ablation was performed at an internal rotation speed of 190,000 rpm. However, during the final fourth round, while using rota for the polishing run, the rotation speed suddenly increased to 260,000 rpm. At that time, there was also an unusual sound. Upon checking the outside body, it was observed that the burr did not move even when the knob was moved. The procedure was completed using this device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination revealed that the handshake connection was not connected. After destructive testing was performed, inspection revealed that the distal portion of the advancer handshake connection was separated. The burr catheter handshake connection and the separated end of the advancer handshake connection was within the sheath and not retrievable. Device to device interaction test revealed that when the rotapro advancer was connected to the rotapro console control system. The returned burr catheter was not able to be connected to the advancer as it was not retrievable from the sheath as well as the distal portion of the advancer handshake connection was separated. The knob switch [ablation button] was pressed, the device stalled and would not run. The sound of air escaping the device could be heard during the stall. In order to determine the cause of the stall, destructive testing was performed to the advancer so the interior components could be inspected for damages or defects. Microscope examination revealed that after destructive testing was performed, it was found that the shutter was damaged. The damage present could lead to fiberoptic interference.

Event description:
It was reported that rotation speed was unstable. The 90% stenosed target lesion was located in the severely calcified artery. A 1.25mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the speed became unstable. Initially, three rounds of rota were performed on the calcified lesion of the lad, adjusting the external rotation speed to 200, 000 rpm. For all three rounds, the ablation was performed at an internal rotation speed of 190,000 rpm. However, during the final fourth round, while using rota for the polishing run, the rotation speed suddenly increased to 260,000 rpm. At that time, there was also an unusual sound. Upon checking the outside body, it was observed that the burr did not move even when the knob was moved. The procedure was completed using this device. No complications were reported.